Event description:
A surgeon reported two pts with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. For this pt, the surgeon reported the pt was a high myope. During the surgical procedure, he noted that the haptics did not completely open following the iol insertion. He stated the haptics were not damaged and not overly tucked on insertion. They opened easily, but not fully. He pushed them with a sinskey and waited about five minutes. During viscoelastic removal, the lens rotated. He inserted viscoelastic and repositioned the lens. At the end of the case, the lens was perfectly on axis, but he could tell the haptics were not out to the edge of the bag. At a f/u visit, the surgeon noted the lens had rotated and the pt had 1.5 diopters of cylinder. Additional info has been requested. There are two medical device reports associated with this event.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Additional info was requested on (B)(4) 2012 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).